Event description:
Right pleural effusion (cxr), PICC dc'd (tip subclavian by cxr) pleural tap (infusing d7hal when d/c'd).

Event description:
1.9 fr catheter placed in nicu in 03/2002 by nurse. Initial x-ray reading reported as brachial basilic and later subclavian. D17 tpn solution infused, pleural effusion developed and catheter removed 04/2002. Tip placement at brachiocephalic with x-ray confirmation. Line was secured with opsite dressing on top of catheter material. Patient re-x-rayed to confirm tip had moved to subclavian.